Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received no delivery alarms, weak battery alarm, low battery alert, and battery out limit alarms. Customer's blood glucose was 404 mg/dl. Caller declined troubleshooting and requested for insulin pump to be replaced.